Event description:
The customer states a field service engineer (fse) was onsite to perform a repair, but has cracked a touchscreen. The customer reported that the unit was not in use on a patient. The customer contacted product support to dispatch additional service call for cracked touchscreen. The authorized service personnel (asp) reported that the device was outside use in biomed office. The (asp) replaced the touchscreen to address the reported issue. The unit passed all tests required by the service manual. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed.

Manufacturer narrative:
Upon further investigation, this complaint was reported in error. The damage on the touchscreen was service induced. The authorized service personnel damaged the touchscreen during device servicing. Therefore, this complaint no longer meets reportability requirements.